Event description:
It was reported to Philips that the system is not booting up.The system was not in clinical use during the event. No harm to the patient or user was reported.Philips has started an investigation of this complaint.